Manufacturer narrative:
The device was received not deployed with the pink slide insert not visible in the viewing window. The ratchet gear was manually advanced and the device successfully deployed. Data downloaded from the device returned an alarm, indicating a rotational sensor malfunction occurred during the priming sequence. Inspection of the drive mechanism found no damages or defects that would result in a drive malfunction. The root cause of the hazard alarm during operation could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 348 mg/dl after wearing the pod for less than 1 hour. Mother found needle had not deployed as intended. The pink slide did not move forward and the cannula was not visible.